Manufacturer narrative:
(B)(4)

Event description:
It was reported a spline detachment occurred. An intellamap orion¿ mapping catheter was selected for use during a ventricular tachycardia ablation procedure. While mapping in the right ventricle, spline f became completely noisy from one moment to another. When the orion was removed from the patient, it was observed a spline had disconnected at the proximal end. The patient was noted to have had challenging cardiac anatomy, and had undergone several anatomical correction operations for transposition of great arteries (tga). No resistance had been felt while advancing, withdrawing, deploying, or un-deploying the catheter. The orion had not become entangled with any other catheters. The procedure was completed with another orion. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device showed spline 6 was detached from the array. There was evidence pointing to overload force. The spline was still attached at the distal end following the case; however, it came loose in transit to the analysis lab. Case files were provided and review of the case video confirmed a broken spline around 2 hours and 28 minutes into the case; it was removed about a minute later. It was difficult to determine if the catheter was being withdrawn through the sheath or not at the time of the break. The catheter appeared undeployed; however, the reported information stated the patient had undergone several anatomical correction operations for transposition of great arteries (tga), which can put additional stress on the array during withdrawal, as the path for the catheter and sheath is likely tortuous due to the complex anatomy. There were no other significant observations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported a spline detachment occurred. An intellamap orion mapping catheter was selected for use during a ventricular tachycardia ablation procedure. While mapping in the right ventricle, spline f became completely noisy from one moment to another. When the orion was removed from the patient, it was observed a spline had disconnected at the proximal end. The patient was noted to have had challenging cardiac anatomy, and had undergone several anatomical correction operations for transposition of great arteries (tga). No resistance had been felt while advancing, withdrawing, deploying, or un-deploying the catheter. The orion had not become entangled with any other catheters. The procedure was completed with another orion. There were no patient complications.